Event description:
It was reported that the device was frequently going in and out of mode switch with the underlying rhythm as atrial flutter. The device is still is use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.